Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous system due to a product performance issue. The last ventricular fibrillation (vf) episode took the s-ICD five shocks to convert, and the physician was concerned about changing patient weight. No additional adverse patient effects were reported.